Event description:
It was reported that during a therapeutic stone retreival procedure the distal end of this basket detached in the ureter. It was retrieved with another stone retrieval basket. There were no patient complications.